Event description:
I had breast augmentation with the allergan cohesive gel implants. I began experiencing unexplained health issues shortly after. Allergies, hives, digestive issues, hair loss, brain fog, fatigue, candida infection, joint pain, dry eyes, hashimoto's diagnosis, food intolerances, vertigo, sinus issues, tingling in legs, and many other symptoms. I had my implants removed full en-bloc on (B)(6) 2018 and almost all of my symptoms are gone.